Event description:
This case was reported by a consumer and described the occurrence of loss of sense of taste in a female patient (currently (B)(6)) who received polident daily care tablets (formulation number (B)(4)) for denture cleansing. A physician or other health care professional has not verified this report. Concurrent medical conditions included high blood pressure, osteoporosis and rheumatoid arthritis. Concurrent medications included methotrexate, celecoxib (celebrex), hydroxychloroquine sulphate (plaquenil), vitamin d and calcium salt (calcium). On (B)(6) 2006, the patient started polident (dental). On (B)(6) 2006, the patient experienced loss of sense of taste and loss of sense of smell. This case was assessed as medically serious by gsk. The dose of polident was reduced. At the time of reporting, the events were unresolved. Polident daily care tablets are distributed in the united states under the name polident 3 minute anti-bacterial denture cleanser. Polident tablets are manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).